Event description:
It was reported that during a supply change the user experienced difficulty attaching the connector, replaced the connector, and then noted an insulin odor despite no visible leak on inspection; the user proceeded to complete the supply change using a contact detach set (23 inch, 6 mm) and declined replacing the insulin vial after being advised to change supplies. Symptoms included detection of an insulin smell. Outcomes included completion of the supply change without further issues and no alarms. Investigation included troubleshooting and education by support. Investigation of this case revealed the connector was initially unable to attach but ultimately seated with a replacement, with no confirmed leak observed. It was concluded that the event was related to difficulty with connector attachment without evidence of functional device failure or patient injury.